Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received eight inappropriate treatments. The device was started up at 11:07:54 on 5/22/2024. At 04:42:06 on 5/23/2024, an arrhythmia was detected. ECG shows asystole with tactile artifact. At 04:42:42, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with motion artifact. At 04:43:00, an arrhythmia was detected. ECG shows asystole with tactile artifact. At 04:43:10, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with motion/tactile artifact. At 04:45:00, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 04:49:51, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:51:53, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 04:52:20, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 04:52:48, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:52:52, the patient received the sixth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 04:53:37, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:53:52, the patient received the seventh inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 04:55:20, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:55:55, the patient received the eighth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The electrode belt was disconnected at 05:27:12 on 5/23/2024.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open transistor caused or contributed to the patient's passing as the patient was in a non life-sustaining rhythm. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received eight inappropriate treatments. The device was started up at 11:07:54 on (B)(6) 2024. At 04:42:06 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with tactile artifact. At 04:42:42, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with motion artifact. At 04:43:00, an arrhythmia was detected. ECG shows asystole with tactile artifact. At 04:43:10, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with motion/tactile artifact. At 04:45:00, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 04:49:51, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:51:53, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 04:52:20, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 04:52:48, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:52:52, the patient received the sixth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 04:53:37, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:53:52, the patient received the seventh inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 04:55:20, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:55:55, the patient received the eighth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The electrode belt was disconnected at 05:27:12 on (B)(6) 2024.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.